Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6) hospital. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) display got black out and stopped pumping. The customer rebooted the iabp and it started pumping without any problems. No patient injury was reported. The next day the patient completed iabp therapy.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to reproduce the reported issue. However, the fse found errors #111 and #112 in the diagnostic logs. The fse replaced the coiled cable and the backplane to coiled cable assembly as a precaution. The unit passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) display got black out and stopped pumping. The customer rebooted the iabp and it started pumping without any problems. No patient injury was reported. The next day the patient completed iabp therapy.